Manufacturer narrative:
Physio-control further evaluated the removed therapy cable assembly.  It was determined that the spring connections within the barrel connector for the connector pins, were flattened against the side.  The flattened connections caused intermittent recognition of the pins.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device would not detect that the therapy cable was plugged in and would constantly gave a "connect electrodes" message when connected to a test load.  As a result, the device was also unable to charge and shock.  Physio then removed the therapy cable assembly and using a known functional cable, proper device operation was confirmed through functional and performance testing.  The unit was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect that the patient was connected via paddles lead ECG during an event.  Medical personnel had been monitoring the patient via standard ECG when they observed that the patient was in ventricular fibrillation.  When they went to charge the device, in order to shock, it gave a "connect electrodes" message even though the patient was connected to the device via therapy cable and defibrillation electrodes (brand unknown).  The patient had an internal pacemaker, which delivered a shock to the patient, and corrected the patient's hearth rhythm back to normal.   The patient survived the event.